Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that prior to use on patient, it was observed that the battery handpiece device buttons were stuck. During service and evaluation it was observed that the trigger was blocked, jammed and moved heavy and the magnetic holder was defective. It was further determined that the device failed the following pre-tests: check proper function of the triggers. This event did not occur during surgery. It was unknown if there was a delay to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.